Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt's pump was explanted due to pump thrombosis. The hospital reported that the pt is doing well on her native heart.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.